Manufacturer narrative:
This report is submitted on january 10, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2017 due to a non-device related ear infection. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
The correct date of explant is (B)(6) 2017.